Event description:
The customer reported the system failed to display an image. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was reformatted and the software and cal files were reloaded. The image processor board and ribbon cables were reseated. The system was then found to be working as intended.